Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implantable neurostimulator (ins). The reason for call was caller stated that they felt the stimulator was not working at all about a month now. Caller reported that the patient was not experiencing relief even after reprogramming the therapy settings. Caller mentioned they were considering removal of the implant and asked what steps would be needed next. Advised caller to reached out to their hcp and manufacturer representative (rep) for further assistance. Caller stated that they had already reached out to their doctor and met with reps to reprogram the therapy, but the stimulator was still not working. Additional information was received from patient who reported that there was no solution to their problem and no relief of pain in their back. They reported they were offered by the healthcare provider (hcp) to have a pain pump but they refused that. They had reprogramming but that did not solve the issue. The patient reported they have plans to contact a different doctor. They stated they get relief when they lie down. Patient also reported that they can turn stimulation up it shocks down legs and does not affect their back. They reported the pain is getting worse.